Event description:
The complaint is reported as: the oxygen tubing is "popping off" the oxygen source and nebulizer cups during use on the patient. No report of patient injury or harm.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as the lot number is unknown. The sample was received; however, the results of the investigation are incomplete at this time. A follow-up report will be submitted when the investigation is complete.